Event description:
It was reported that this pacemaker entered into safety mode during consult, causing pacing inhibition and a syncopal episode on the patient. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It was reported that this pacemaker entered into safety mode during consult, causing pacing inhibition and a syncopal episode on the patient. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.